Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implant date: (B)(6) 2016; 459878 lead, implant: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.